Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the tidal and minute volume information was not available on the ventilator's monitor and the unit was constantly alarming. There was no patient harm. No part was replaced. The customer reported the tidal volume had an asterisk instead of a number while in use. Our field service engineer talked with the respiratory therapist and it was determined there was a leak in the patient circuit during use, causing this issue. He checked the ventilator and it passed several pre-use checks. The equipment worked to manufacturer specifications and was cleared for clinical use. No further issues have been reported. Note. Displayed values that are uncertain are indicated by a single asterisk and values that are off the scale are replaced by three asterisks. The evaluation of received device shows several clinical alarms on the reported date of event, indicating leakage. Two pre-use check passed two days before the reported event. No technical errors were found in the device logs. There is no indication of a technical ventilator malfunction. A leak in the patient circuit may, depending of the degree of leakage, cause insufficient ventilation or, as a worst case scenario, stop of ventilation. The conclusion in this matter is that the reported problem with asterisks shown on the panel display was caused by a leak in the patient circuit.

Event description:
It was reported that during patient treatment, the tidal and minute volume information was not available on the ventilator's monitor and the unit was constantly alarming. There was no patient harm. Manufacturer ref.#: (B)(4).